Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to power on. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to power on. Upon investigation, there was extensive electrical damage to the computer analog and defibrillator printed circuit assemblies (pca). The cause of the damaged pcas is excessive current. Due to the extensive damage, the root cause for the electrical damage was unable to be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.